Event description:
It was reported that during the patient's scs ipg replacement surgery on (B)(6) 2015 (reference MFR. Report #1627487-2014-02876) high lead impedances were noted. As a result, the physician explanted and replaced the patient's scs lead which reportedly resolved the issue. The patient has effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.